Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings. As a result, customer experienced intense sweating, a loss of consciousness, and a seizure. Customer was unable to self-treat and reported health care provider treatment of a glucagon injection for a diagnosis of hypoglycemia. Customer also reported being seen at the hospital to address a "fracture / edema". There was no report of death or permanent impairment associated with this event.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings. As a result, customer experienced intense sweating, a loss of consciousness, and a seizure. Customer was unable to self-treat and reported health care provider treatment of a glucagon injection for a diagnosis of hypoglycemia. Customer also reported being seen at the hospital to address a "fracture / edema". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.